Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the blue jaw was sticking to the patient&#38112;tissue. At this time, a piece of the jaw came off onto the patient&#38112;tissue but was retrieved. There was no injury.

Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation. Visual inspection found the knife trapped and contained within the jaws. The customer reported that the jaws did not open. The reported condition was confirmed. The investigation found the device to function normally and within specifications. The device was activated on simulated tissue with acceptable results and a visual seal effect was observed. The knife was trapped and contained within the jaws. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The investigation identified the root cause of the reported event to be user error. The IFU cautions confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. Do not overfill the jaws of the instrument with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding feature, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient.